Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not maintain temperature. It seemed to be around ten degrees off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the particular case was a pediatric case and they used the maintain mode during cooling of the patient. They had the maintain set point set to fifteen degrees celsius and the output water temperature was being displayed around twenty-four degrees celsius. This delayed the cooling of the patient, but did not delay the surgical procedure. A back-up unit was brought to the operating room and the unit was changed out. Cooling continued with the new unit, and there were no other cooling or warming issues the remainder of the procedure. The procedure was completed successfully, without associated blood loss and there was no harm observed or reported.

Manufacturer narrative:
The reported complaint was confirmed by the user facility's biomedical engineer (biomed). The biomed replaced the valves and decalcified the cooler heater unit. The unit has been repaired and was returned to clinical use. No part will be returned to the manufacturer for evaluation. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.